Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. The pt presented with bilateral diffuse lamellar keratitis (dlk) post-operatively, which was treated with oral and topical steroids. There was no loss of visual acuity. At two days post-operatively, flap lift and rinse was performed on the left eye only. Pre-op bcva on both eyes was 20/20. At four days post-operatively, bcva on both eyes was 20/25.